Event description:
Procedure type: unk. According to the reporter: the needle broke upon removal from the trocar. Pieces did not fall inside the cavity. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4).